Event description:
According to the report: the customer reports that the specimen pouch separated from the flexible metal ring too easily, before the surgeon had the specimen in the pouch.

Manufacturer narrative:
(B)(4).